Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.